Event description:
It was reported that due to the patient anatomy the lead got fractured and kinked during the implant. A new lead was used. Should the lead be returned analysis will be conducted. No adverse patient effects were reported.